Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor it was reported that the patient experienced pain at the ins sited and that the stimulation was uncomfortable because they increased it and did not have the patient programmer with them when they left the house to decrease it. There was no trauma/falls reported that could be related to this issue. However patient stated that a couple of years ago, patient lost about 20 pounds and the health care professional stated that because of weight loss the ins can move around the pocket. Patient also reported that when they sits back, the pressure causes pain. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient started that they checked the unit and it was working. No further complications were noted or anticipated.